Manufacturer narrative:
No blank display or button error alarm noted during testing. Unit had intermittent act button response due to corroded keypad traces. However, unit passed operating currents, self-test, unexpected restart error test and displacement test

Event description:
The customer reported via phone call that the insulin pump could not get it on after changing battery and also buttons were unresponsive. The customer's blood glucose value was unknown. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The time clock was not advanced. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.